Event description:
It was reported that the communicator showed no lights and smelled burning. A communicator power cycle was performed. The patient was unsure if the issue was the communicator or power cord. A boston scientific company representative opted to replace the communicator and the cellular adapter. The communicator is no longer in service. No adverse patient effects were reported.